Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a complete preventive maintenance and total service call. The cse carried out probe and mixer alignments and cleaned and aligned the reaction washer and dilution washer. The cse found that the system vacuum was low and carried out vacuum pump service. The cse then replaced the drain pump and removed and cleaned the vacuum solenoid valve 2 (voev2). During the follow-up visit, the cse replaced the manifold and ran wash 2 and quality control to verify the performance of the instrument. The cause of the discordant, falsely elevated ca_2 results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) specialist was dispatched to the customer site to perform troubleshooting on an alternate advia 2400 instrument. While at the customer site, the cse discovered that discordant calcium_2 (ca_2) results were also obtained on patient samples on this advia 2400 instrument (s/n: (B)(4). It is unknown if the samples were repeated or not. It is unknown which results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant ca_2 results.